Event description:
A peritoneal dialysis (pd) patient's registered nurse (B)(6) contacted (B)(6) customer service to report the 16-0044-0 - 4 x 4, island dressing, sterile 50/bx a50044. The peritoneal dialysis registered nurse called to notify that the patient is allergic to 4 x 4 island dressing, the pdrn mentioned the patient is looking for new product. Gave number and transferred to medinfo line. There was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).